Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples that resulted positive on one gene only (orf1ab) when using the simplexa covid-19 direct assay. Run analysis of the simplexa assay results showed three (3) patient samples interpreted as follows: sample ID (B)(6): positive orf1ab (CT = 32.1, ic CT = 32.1). Sample ID (B)(6): positive orf1ab (CT = 32.8, ic CT = 34.6). Sample ID (B)(6): positive orf1ab (CT = 29.2, ic CT = 32.3). All three detections were valid and within a normal detectable range with the exception of the internal control on ID (B)(6) (CT = 34.6). The customer did not indicate if the samples were tested after the initial positive results. No repeat runs or patient clinical information was provided to contradict the results of the initial simplexa results. Decontamination of the instrument and repeat testing was recommended, but no action was taken by the customer. The customer's device and suspected false positive samples were not provided for investigation. A retain lot of the suspected device was previously tested for a separate issue on (B)(6) 2020 with eight (16) no template controls (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151 lot# x7889n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x7888n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples that resulted positive on one gene only (orf1ab) when using the simplexa covid-19 direct assay. The customer did not indicate if the samples were tested after the positive results. The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the uncertainty of the single-gene positive results and no alleged harm occurred. Patient samples were nasopharyngeal swabs in utm. Other than the patient sample ids, other patient information was not provided.